Manufacturer narrative:
Patient weight is unknown. Date of event: it is unknown when the tissue irritation began. Implanted date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. PMA / 510k: this report is for 3 unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown.

Event description:
It was reported that a hardware removal surgery was performed on (B)(6) 2017 to remove a one-third tubular plate with collar 4 holes/49mm, a locking compression plate one-third tubular plate with collar 7 holes/81mm, eight (4.0mm) cancellous screws, and three (3.5mm) cortex screws. The initial surgery date is unknown but it was for a fibula fracture. The hardware removal was due to soft tissue irritation. There were no malfunctions with the hardware removed, no surgical delays and the surgery was completed successfully with patient outcome noted as stable. X-rays were taken but unavailable to be sent. No additional implants or medical interventions were performed on patient post hardware removal. This complaint involves 13 parts. This report is 4 of 4 for (B)(4). This report is for 3 unknown cortex screws.